Event description:
The dental practice reported their nsk handpiece overheated abnormally during a procedure resulting in a minor thermal burn injury to the patient's lip. Nsk america has made several attempts to obtain the date of the incident and the patient's information from the practice, but they have been unresponsive to our requests. A follow-up report will be made if further information becomes available from the dental practice.